Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that pericardial effusion (pe) occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. The procedure was performed under fluoroscopy and transesophageal echocardiogram (tee) imaging. The transseptal access was completed with no issues reported. A 27 mm watchman flx pro closure device and delivery system (wds) was implanted. At one point of the procedure the physician was having trouble visualizing the orientation of the sheath at times while trying to enter appendage. But no known device malfunction occurred. The procedure was concluded. No versacross was in the body when complication began. Around 10-15 minutes post procedure, a pericardial effusion was assumed and discovered, leading to a pericardiocentesis being performed where dull colored fluid was removed. It was observed that the closure device began to shift from its original implanted position after the pe had seemed to slow. The physicians noted the closure device potentially caused a pe in the laa, and the pe may have caused a partial dislodgement of the closure device. The patient went into cardiac surgery, where a sternotomy was performed, the closure device explanted, and the laa ligated. The patient is set to be discharged over the next 5-7 days due to healing time required but is expected to fully recover. Tin the physician's opinion, the device could have contributed to the patient complication. The patient was under eliquis at the time of the event. He device is not expected to be returned for analysis (disposed).